Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The root cause could not be determined. The sample was not returned for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted product surveillance to report a loose minicap. These events occurred on (B)(6) 2011. There was patient involvement. The patient experienced peritonitis which is being addressed in (B)(4).